Event description:
Pt with avanos gastrostomy tube with enfit adaptor, the syringe; used to attach to the gastrostomy tube became stuck and the internal adaptor from the syringe became stuck to the enfit fitting on the gastrostomy breaking off and preventing further use of the tube, necessitating tube replacement. Have had similar cases recently since the enfit adaptor began to be used on these gastrostomy tubes. FDA safety report ID# (B)(4).